Event description:
It was reported that via merlin.net transmission, non sustained lead noise due to post-paced t wave oversensing was observed. Patient was asymptomatic. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.